Manufacturer narrative:
Concomitant medical products: product ID: 0185 lead, implanted: (B)(6) 2008; product ID: 4473 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noted they were cleaning a tire when they were shocked by their cardiac resynchronization therapy defibrillator (crt-d). Upon review of the device transmission it was noted that there was a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). Electrograms (egm) showed electromagnetic interference was seen from the device as the cause of the inappropriate shock and lia. The device remains in use. No further patient complications have been reported as a result of this event.